Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, the user was attempting to resect a 10-mm non-granular laterally spreading tumor (lst-ng) located in the patient¿s ascending colon. However, the user experienced difficulty in retracting the snare loop. It was reported that the anatomy was severely tortuous, and there was a high quantity of fat in the intestine. Once the lesion was ¿grabbed,¿ the user noted that there was no energy being delivered to the snare. The device was removed from the patient and tested, and was able to retract. The device was reinserted into the patient; however, the issues could not be resolved. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
Visual evaluation of the complaint device found no issues. Functional analysis was performed and the device was able to completely extend and retract smoothly. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed, as the device was within specifications. The unit showed neither evidence of the alleged issues nor any defect which could have contributed to the reported current failure and difficulty retracting. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, the user was attempting to resect a 10-mm non-granular laterally spreading tumor (lst-ng) located in the patient's ascending colon. However, the user experienced difficulty in retracting the snare loop. It was reported that the anatomy was severely tortuous, and there was a high quantity of fat in the intestine. Once the lesion was "grabbed," the user noted that there was no energy being delivered to the snare. The device was removed from the patient and tested, and was able to retract. The device was reinserted into the patient; however, the issues could not be resolved. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."